Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult grasping and tissue injury were unable to be determined. The reported difficult imaging was due to patient condition. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. The pre-procedure gradient was 1 mmhg. A triclip xtw was placed mid/central anterior and septal leaflets (as) with a mild to moderate posterior tr jet. There was difficulty with imaging due to a surgical mitral valve replacement. A triclip xt was attempted central as with difficulty grasping due to a restricted septal leaflet. After the grasping attempts, there may have been a possible perforation of the septal leaflet. The clip was moved to central posterior and septal leaflets (ps) with a successful grasp and there was no evidence of a perforation. The clip may have treated the perforation, but this could not be confirmed. The final tr was grade <1, with a gradient of 4 mmhg. There was no clinically significant delay. On (B)(6) 2025, during a post-procedure transthoracic echocardiogram (tte), the gradient was 8 mmhg. It was reported that physician did not consider the gradient to be a clinically significant tricuspid stenosis. Additionally, the physician was satisfied with the results and the patient was discharged with a gradient of 6mmhg.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult grasping and tissue injury were unable to be determined. The reported difficult imaging was due to patient condition. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a